Event description:
It was reported that prior to a biopsy procedure, the reusable core biopsy driver was found to be firing when the safety was on. No pt involvement.

Manufacturer narrative:
The device history record was reviewed and the lot met all release criteria. All documentation associated with the manufacturing and assembly of this instrument and its components have been reviewed. The review indicated that all processes and specifications were within allowable parameters. There were no issues with raw material testing, manufacturing process, and quality control inspection, there were no deviations found. The device met all release criteria. It was found during service and repair that the front cover screws were loose causing the safety not to hold. Additionally, the device was dirty with black grease through the gun, the sleds were worn and cracked. The service center replaced the main shaft assembly and sequencer weldment and cleaned and lubricated the driver. The complaint is confirmed. The root cause of the loose front cover screws could not be definitively determined. It is important to note that this device has been in use for approximately 10 years. The manufacturing site indicated that the root cause was most likely a result of improper maintenance and inadequate cleaning. The current IFU (instructions for use) states: inspect the instrument for signs of deterioration or damage (cracking, blistering, separation of coating, pitting). Do not use if deterioration or damage is observed. Lubrication: bard recommends the magnum instrument be cleaned and lubricated after every use to enhance the performance and longevity of the instrument. Silicone free, quality medical grade lubrication compatible with steam sterilization should be used to lubricate the magnum instrument. Refer to the manufacturer's instructions for the use of the selected lubricating agent. Ensure are all moving parts of the magnum instrument are lubricated. The IFU also provides extensive cleaning instructions.